Manufacturer narrative:
The instrument was returned for further investigation. The customer's complaint was replicated. Upon receipt at abbott diagnostics (B)(4), the instrument was sent to the systems group for further investigation. The systems group attempted to power on the instrument and observed that the relay never energizes sending 12v power to baseboard. When the rox module is unplugged the relay has no issue energizing and the instrument is able to power on. The systems group inspected the rox module and observed the capacitor c27 was damaged and shorting out 5v power, which prevented the instrument from powering on. The release documentation for instrument pn: nat-024 and instrument serial number (B)(4) was reviewed and the instrument met all release criteria. In conclusion, the customer's returned instrument was verified to have a short when tested at abbott. A root cause of complaint is a failure of capacitor c27 on rox module. Isolated failures of capacitors can occur in an otherwise normally operating circuit. Possible contributing factors to isolated failures are aging, thermal stress, electrical stress, mechanical damage during assembly or latent manufacturing defects. Predicting specific isolated failures is not possible but a low occurrence rate is to be expected. The product will continue to be monitored and tracked.

Event description:
The customer reported experiencing visible smoke after running an unspecified test using the idnow instrument. Per the customer, she smelled burning coming from the room where the instrument was. Upon arriving at the machine, she observed a negative result. The instrument then shut off and could not be powered on despite troubleshooting attempts (rebooting, unplugging and plugging back in). No user injury was reported.